Event description:
The customer stated, that her contour meter was reading higher than her elite meter. She tested her blood glucose using both meters. The contour meter read over 300 mg/dl, while the elite meter read 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clininically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be return for evaluation.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a "closed" complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.